Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image and communication failure occurred due to a cable failure. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus (oekg) repair center was informed that the customer high-definition autoclavable camera head was returned for a reported ¿image disappears suddenly when moving the cable.¿ the customer reported problem was found prior to the procedure starting. The image does not disappear if the cable is still, so the customer did not move the cable during the procedure. The intended shoulder endoscopy procedure was completed using the same device and equipment. There was no delay. No death or injury was reported to olympus.

Manufacturer narrative:
The olympus repair evaluation confirmed the customer¿s reported problem. A defective cable was identified which was attributing to the image disappearing. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.